Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient said she wet the bed last night and she said she has not done that for a long time. Additional information was received from the basic evaluation patient on (B)(6) 2020. They reported that they were brought to the emergency room by ambulance at 2:00 am on (B)(6) 2020 and they were then hospitalized. The patient stated they were unable to void which was very painful. The patient stated that they were no longer tracking symptom data because they were using a catheter and they had turned their device off. The patient believes that this may have been caused by the device or their multiple sclerosis (not alleged to be related to the device/therapy) due to the spasms down their right leg and foot. The patient was advised to contact their health care professional (hcp) for further assistance. No further complications were reported at this time.